Event description:
It was reported, the camera head eyepiece section was loose. It was unspecified, when the issue occurred. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide a correction. Correction of g3: the correct awareness date is (B)(6) 2024.

Event description:
It was reported the camera head eyepiece section was loose. It was unspecified when the issue occurred. There were no reports of patient harm.

Manufacturer narrative:
E2: health professional ¿ (blank) and e3: occupation ¿ no information provided. The device was returned to olympus for evaluation and the customer's allegation of eyepiece section was wobbly was not confirmed. The device evaluation found image noise. A probable root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.